Event description:
This is a follow up report to correct some misinformation regarding uf rep #012513-1996-0006/mf rep #1223466-1996-00001. A formaldehyde spill-presumed 37%-occurred in this dialysis facility. Two sources were identified-a leaking seal on a reuse cart and a spill down the back of a shelving unit. The unit was evacuated, but no one was sent to the hospital.